Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and to update the following sections: olympus received a voluntary medwatch report# (B)(4) which stated: during a laparoscopic appendectomy the forceps with cautery was used and failed to fire several times before being able to cauterize the staple line. Upon visual inspection of the cauterized area, there was a thermal injury observed at the distal ilium of the patient. The injury was imbricated using three interrupted 2-0 silk sutures.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The device is with the risk management department for further investigation. The exact cause of the reported event could not be determined. However, if additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly. Additionally, the original equipment manufacturer (OEM) conducted a review of the device history records (DHR) and found no non-conformities related to the concerned device.

Event description:
Olympus was informed that during an emergency appendectomy procedure the physician noticed a severe burn on the patient¿s ilium area. The olympus onsite support specialist reported that a microline scissor and the olympus device were used. The physician was not certain which device attributed to the patient¿s burn. The user facility could not provide additional information.